Manufacturer narrative:
The report of tcmid06 (ce post failure) error message was reproduced during functional testing of the thermogard xp ivtm console (sn (B)(4)) and the analysis of the retrieved event log confirmed the occurrence of multiple tcmid06 error messages on (B)(6) 2018 and not on the reported event date of (B)(6) 2018. Additionally, the thermogard console is a reusable device and was manufactured on 01 mar 2009 with no record of preventive maintenance. It has exceeded its expected serviceable life of five years and is 9 years old. The console was received with physical damages on the bumpers, coldwell and spar gaskets and rollers. This observation is attributed to wear and tear due to the age of the device and not related to the reported complaint. Evaluation of the console revealed a tcmid06 error message during initial power up. The root cause is due to a defective cooling engine blower and microcontroller. Upon customer approval, the cooling engine and microcontroller will be replaced along with the physically damaged parts. The console will be functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During routine inspection, the thermogard console (sn (B)(4)) displayed a tcmid06 (ce post failure) error message. The user was unable to resolve the issue. No patient involvement.